Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The subject device was not returned for evaluation. Through follow-up it was learned that the subject device had been discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through the implant patient registry that a patient with a 29mm 6900ptfx pericardial mitral valve underwent a valve replacement procedure after an implant duration of 10 years, two (2) months due to severe mitral stenosis, moderate mitral regurgitation, and valve degeneration secondary to calcification. The explanted valve was replaced with a 29mm 7300tfx pericardial valve. The patient was transferred to the ICU in stable condition then was discharged on pod #8. Per the received discharge summary, the patient tolerated the procedure well and was transferred to the cardiovascular intensive care unit in stable condition. On pod #2 the patient developed atrial fibrillation with rapid ventricular response and was treated with cardioversion x2 which resulted in development of second degree heart block with transition to a mobitz type I. The patient then converted into an atrial fibrillation however remained rate-controlled. The patient was monitored for several days and it was determined that the patient would not need a permanent pacemaker. The patient was discharged home on pod #8 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.